Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be fractured proximal to the suture collar during routine follow up and believed to have been the result of twiddler's syndrome. The leads were noted to be wrapped around one another and rv loss of capture (loc) with pace impedance measurements greater than 2,000 ohms were also observed. An x-ray was performed which confirmed the device had been twisted in the pocket with the leads and revealed the possible rv lead fracture. The patient was noted to have an underlying rhythm at approximately 60 bpm. A revision procedure was performed wherein the lead was explanted and replaced. Upon explant, the lead was noted to be crushed and twisted and had stretched during the extraction process. The lead is not expected for return. No additional adverse patient effects were reported. This product is no longer in service.